Event description:
It was reported there was telemetry failure. It was also reported that power suddenly falls when checking the device. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event of telemetry or power issues. No anomalies were found. The programmer system fan was noted to be noisy. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported there was telemetry failure. It was also reported that power suddenly fails when checking the device. The programmer and rf (radio frequency) telemetry head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.